Event description:
While attempting to treat the ostial renal artery, the balloon burst at 5 atms. The lesion was calcified with 90% stenosis. There were no kinks or other damages noted on the product prior to inserting it into the pt. The device prepped normally. The contrast media used was isovue at a 50/50 ratio. The same indeflator was used successfully with other devices. The balloon catheter was removed intact from the pt without any difficulty. There was no pt injury reported.

Manufacturer narrative:
Please note that the product has been returned for evaluation. During a percutaneous transluminal angioplasty (pta) to the ostium of a calcified renal artery with a 90% stenosis the balloon was reported to have ruptured at 5 atmospheres. There were no anomalies noted during prep or while advancing the device to the lesion. There was no reported patient injury. The balloon showed evidence of abrasions on the outer surface that would imply there were vessel characteristics that may have contributed to the event. A non sterile aviator 5.00 x 17 mm was received. The balloon appears as if it had been inflated and deflated. Dry blood residues were observed on the unit. No other anomaly was observed. An attempt to inflate the balloon was made. It was inflated, however, a leakage was observed on its distal end. A scanning electron microscope (sem) analysis was performed to the balloon of the received catheter. The results showed that the balloon exhibited evidence of external abrasions and splits near the leak-hole; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with the reported lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon leakage was confirmed. The cause of the leakage was a hole on the balloon; the exact cause of the hole on the balloon could not be conclusively determined. It is likely that procedural factors could have contributed to the failure experienced. No corrective or preventive action will be taken, given that; the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the ostium of the renal artery, the balloon was reported to have ruptured at 5 atms. The vessel was described as calcified with a 90% stenosis. There was no reported pt injury. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available and without the return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.